Event description:
It was reported that the needle breaks off in abdomen during injection with a bd pen ndl 31g 5mm xtw 5b 100ct ap. This occurred on 6 occasions, however consumer was able to remove all with tweezers. However, the date/time of these occurrences is unknown. The following information was provided by the initial reporter: call received from pharmacy - patient brought box of 5mm pen needles back in to them as 6 of the first 7 he had used had broken off requiring removal from his abdomen with tweezers. Pharmacy staff member advised that ndss were contacted and subsequently spoke to patient confirming that he was using correct injection technique [has been using 5mm pen needles for approx. 3 years and injecting himself for approx. 10 years]. Pharmacy has kept the box and will return to us.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. (B)(4) representative samples were tested for cannula pull force and met requirements. (B)(4) retained samples were also tested for pull force and passed meeting requirements. A review of the manufacturing records was performed and no non-conformities were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. No additional investigation and no corrective/preventative action (CAPA) is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle breaks off in abdomen during injection with a bd pen ndl 31g 5mm xtw 5b 100ct ap. This occurred on 6 occasions, however consumer was able to remove all with tweezers. However, the date/time of these occurrences is unknown.the following information was provided by the initial reporter:call received from pharmacy - patient brought box of 5mm pen needles back in to them as 6 of the first 7 he had used had broken off requiring removal from his abdomen with tweezers. Pharmacy staff member advised that ndss were contacted and subsequently spoke to patient confirming that he was using correct injection technique [has been using 5mm pen needles for approx. 3 years and injecting himself for approx. 10 years]. Pharmacy has kept the box and will return to us.